Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual examination of the balloon material identified no tears or holes in the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the bal;loon, a pinhole leak was observed at 2mm proximal to the proximal ege of the proximal markerband. An examination of the balloon material and markerbands identified no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occured. The 75% stenosed target lesion was located in moderately tortuous and mildly calcified blood vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure for 5 seconds. The procedure was completed with another of the same device. No complications reported.

Event description:
It was reported that a balloon rupture occured. The 75% stenosed target lesion was located in moderately tortuous and mildly calcified blood vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure for 5 seconds. The procedure was completed with another of the same device. No complications reported.